Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, contamination was found on the blue (+5v) wire inside ECG electrode d. The cause of the non-functional ECG electrodes is a fall-off failure at ECG electrodes a, c, and d. The cause of the fall-off failure is the contamination in ECG electrode d. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the contaminated electrode.